Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat a functional mitral regurgitation (mr) with grade of 3. One clip was implanted, reducing mr to grade 1. On (B)(6) 2023, the patient was presented with heart failure symptoms and shortness of breath due to progression of disease. Transthoracic echocardiogram (tte) revealed recurrent mr of grade 3+. On (B)(6) 2024, additional mitraclip procedure was performed to treat recurrent mr of grade 2-3. One clip was implanted, reducing mr to grade 1.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported mr cannot be determined. The reported hf and dyspnea appear to be cascading effects of the reported mr. Additionally, the reported patient effect of mitral regurgitation, hf and dyspnea are listed in the instructions for use, and are known possible complications associated with mitraclip procedures. The reported medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.